Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated regarding the patient¿s symptoms it was likely a pati ent/therapy issue. The patient was quadriplegic and with a history of frequent urinary tract infections (uti). It was noted in setting of sepsis, patient likely was additionally sedated due to intrathecal pump therapy. Actions/interventions included the pump rate was significantly reduced while the patient was receiving treatment for sepsis. Regarding the device status, it was noted as operational and there was no need for explanation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient was currently hospitalized. The patient was quadriplegic and came in catatonic/obtunded and it was expected to be due to reoccurring utis (urinary tract infections). Per the hcp, the patient had apnea episodes and nearly coded, was unresponsive, and gasping for breath and then was stimulated and recovered. This had happened twice, and the patient reported episodes of this while in the nursing home. The hcp stated the pump was filled on (B)(6) 2023 and there may have been a dose increase. A chest x-ray and EKG showed no issues, and the patient was not on other medications that might have caused these symptoms, so the doctor was concerned about the pump functionality. The hcp was transferred to nas (national answering service) to page a local company representative (rep) to have the pump interrogated. Additional information was received later the same day from a rep who reported that she had very limited history but was on her way to the hospital to assist a physician with decreasing a patient¿s intrathecal baclofen dosing because the patient was having baclofen overdose symptoms. Additional information was received later the same day from the rep who reported that the pump had last been refilled on (B)(6) 2023 and today they placed a magnet over the pump to put it in a motor stall due to the overdose symptoms and then later removed the magnet. The pump was still showing a motor stall. The technical services agent advised the rep to check the logs again to ensure the stall had recovered. The pump dose was decreased by 30% today per the hcp¿s orders. The pump was delivering baclofen (1000 mcg/ml at 416 mcg/ml). It was noted that the patient had a history of recurrent utis, and they were unsure if that was related to the patient¿s current condition. Additional information was received from the rep the next day who called back stating that the patient was transferred to another facility, and they still had not ruled out the cause for the symptoms. There was some question regarding sepsis.